Manufacturer narrative:
(B)(4). (B)(6). The complaint was confirmed based on the returned complaint sample that was provided. Visual inspection of the returned device shows, the tip of the threaded bolt is fractured. Damage is too severe for thread gauging. The handle of the positioner shows gouges that indicate signs of off axis impaction. Wear & tear that is seen on the strike plate. The device was manufactured in may 2010 with an approximate field service age of 7.5 years. It is unknown how many times the device was used. The device history records, receiving inspection and supplier device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was unable to screw a cup onto the cup inserter during a primary total hip arthroplasty. The tip of the inserter was found to be damaged. No harm to the patient or delay to the surgery was noted. No additional information is made available.